Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was over 600 mg/dl. Customer¿s current blood glucose was 290 mg/dl. Drive support cap was normal. Customer was alleging for under delivering. Customer was assisted with high pressure test and the test was failed and did not alarm no delivery. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.